Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the b5 field for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker system exhibited noise and a high out of range pace impedance measurement resulting in the signal artifact monitor to be disabled. Device data was sent to rhythmcare for review. Rhythmcare then provided further troubleshooting and programming options. Further evaluation is expected at a future date. This system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited noise and a high out of range pace impedance measurement resulting in the signal artifact monitor to be disabled. Device data was sent to technical services (ts) for review. Further evaluation is expected at a future date. This system remains in service. No adverse patient effects were reported.